Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left essure wire extending into the myometrium'), device expulsion ('left essure wire extending into the myometrium'), pregnancy with contraceptive device ('I also had pregnancy with essure implant years after placement'), autoimmune thyroiditis (''autoimmune disorder: hashimoto's thyroiditis') and metal poisoning ('heavy metal toxicity') in a 29-year-old female patient who had essure (ess205) (batch no. 12269696) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (B)(6) 1997, (B)(6) 2005 and preterm labor. Patient recently had an mrl of pituitary. Concurrent conditions included immunodeficiency, vaginal yeast infection, parasitic infection intestinal, headache, nausea, vomiting, inflammation, dysuria, cervical radiculopathy, numbness, radicular pain, neck strain, shoulder pain, spinal column injury, blurred vision, cystocele, edema, constipation, shortness of breath, disorder speech, myofascial pain syndrome, bacterial vaginosis, flank pain, anxiety, overweight, gallbladder polyp, renal cyst nos, angiomyolipoma, low back pain, swelling nos, dysphagia, irritable bowel syndrome, weakness, bladder prolapse, urinary incontinence, urinary tract infection, burning sensation, internal hemorrhoids, pelvic pain female, insomnia, spinal fusion acquired, ovarian cyst, abdominal pain, hypometabolism, dyspareunia, concentration loss, hypothyroidism, pap smear abnormal, accident at work and stress. Concomitant products included adrenal cortical extract, bupropion hydrochloride (wellbutrin), celecoxib (celexa), charcoal, activated (charcoal activated), ciprofloxacin, clarithromycin (macrobid), cyanocobalamin, eicosapentaenoic acid;gamolenic acid (omega combination), escitalopram oxalate (lexapro), estradiol (estrogen), eszopiclone (lunesta), glutathione, ibuprofen, levothyroxine, liothyronine sodium (cytomel), minerals nos, ondansetron (zofran), piroxicam (paxil), prednisone, progesterone, rifaximin, temazepam, testosterone, thyroid (armour thyroid), tramadol hydrochloride (ultram), vaccinium spp. (Cranberry), vitamins nos and zinc sulfate (zinc 220). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced metal poisoning (seriousness criterion medically significant) and allergy to metals ("allergic or hypersensitivity reaction: to heavy metal nickel"). In june 2005, the patient experienced autoimmune thyroiditis (seriousness criteria hospitalization, disability and medically significant), tachycardia ("blood or heart disorder/condition: tachycardia"), fatigue ("fatigue"), aphasia ("expressive aphasia"), tremor ("tremors"), depression ("psychological or psychiatric problems: depression"), anxiety ("anxiety"), palmoplantar keratoderma ("rashes or skin conditions: hyperkeratosis of soles of feet"), pain ("pain body aches/ entire body pain") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). In january 2006, the patient experienced bladder disorder ("bladder or urinary poblems or changes") and urinary tract disorder ("urinary problems"). In 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In january 2013, the patient experienced abdominal distension ("gastrointestinal or digestive system condition: severe bloating"), gastrointestinal bacterial overgrowth ("digestive problems including sibo") and gastrointestinal disorder ("leaky gut"). In january 2014, the patient experienced migraine ("migraines/headaches"). In january 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), amnesia ("neurological conditions or problems: memory loss") and uterine infection ("everything was very inflamed, she was going to send my uterus to pathology for testing"). The patient was treated with cystoscopy and surgery (abdominal hysterectomy laparoscopic, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, pregnancy with contraceptive device, autoimmune thyroiditis, metal poisoning, allergy to metals, fatigue, aphasia, tremor, depression, anxiety, palmoplantar keratoderma, pain, arthralgia, weight increased, bladder disorder, urinary tract disorder, abdominal distension, gastrointestinal bacterial overgrowth, gastrointestinal disorder, migraine and uterine infection outcome was unknown, the tachycardia and amnesia was resolving and the vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, allergy to metals, amnesia, anxiety, aphasia, arthralgia, autoimmune thyroiditis, bladder disorder, depression, device expulsion, embedded device, fatigue, gastrointestinal bacterial overgrowth, gastrointestinal disorder, menorrhagia, metal poisoning, migraine, pain, palmoplantar keratoderma, pregnancy with contraceptive device, tachycardia, tremor, urinary tract disorder, uterine infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: concomitant products also included: shilajit, oregano, triphala, green algea, keto zinc. It was reported by regulatory authority that she had a serious injury (hospitalization and required intervention) but but event was not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2016: device positioned in uterine fundus. Hysterosalpingogram - on 12-sep-2005: total bilateral occlusion (per pfs) impression: bilateral fallopian tubes successfully occluded (per mr);. Pathology test - on (B)(6) 2018: fallopian tubes, left and right: no significant pathological changes, endosalpingiosis. Right fallopian tube with two encapsulated and serous fluid-filled cystic structures adherent to the fimbriae, each measuring roughly 0.5cm in greatest dimension. Uterus and cervix: secretory endometrium. Unremarkable myometrium. Chronic cervicitis. No malignancy. Erythematous endometrium measuring up to 0.2cm thickness. Coiled, silver metallic essure wires (each measuring roughly 3.5cm length) are visible within both left and right cornu, with left essure wire extending into myometrium, just deep to the endomyometrium, and right side extending into the right fallopian tube stump.. Ultrasound doppler - on (B)(6) 2016: bilateral leg edema worsening. Ultrasound abdomen - on (B)(6) 2016: impression: echogenic liver, this can be seen with fatty liver disease or intrinsic liver disease. Stable 3mm polyp within gallbladder. Ultrasound kidney - on (B)(6) 2018: right renal cyst. Ultrasound pelvis - on (B)(6) 2018: impression: small amount of free fluid in the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, weight gain and fatigue. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received- outcome of vaginal haemorrhage, menorrhagia updated to recovered / resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
E was initially received via regulatory authority (FDA, reference number: mw5078333) on 19-jul-2018. This retrospective pregnancy case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal"), pregnancy with contraceptive device ("I also had pregnancy with essure implant 8 years after placement"), autoimmune thyroiditis ("hashimoto's disease"), metal poisoning ("heavy metal toxicity") and autoimmune disorder ("autoimmune disease") in a female patient who had essure (batch no. 12269696) inserted. Concomitant products included adrenal cortical extract, amelorad (omega combination), bupropion (wellbutrin), charcoal, activated (charcoal activated), cyanocobalamin (vitamin b12), escitalopram oxalate (lexapro), glutathione, levothyroxine, liothyronine sodium (cytomel), temazepam and vaccinium macrocarpon (cranberry). On an unknown date, the patient started zinc 220 at an unspecified dose and frequency. On (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criteria hospitalization, disability and medically significant), metal poisoning (seriousness criterion medically significant) and autoimmune disorder (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterotomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, pregnancy with contraceptive device and autoimmune thyroiditis outcome was unknown and the metal poisoning and autoimmune disorder had not resolved. The pregnancy outcome was reported as elective abortion. The reporter considered autoimmune disorder, autoimmune thyroiditis, medical device removal, metal poisoning and pregnancy with contraceptive device to be related to essure. The reporter commented: concomitant products includes: shilajit, oregano, triphala, green algea, keto zinc that she had a serious injury (hospitalization and required intervention) but did not specify it to one of the events. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5078333) on 19-jul-2018. The most recent information was received on 10-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left essure wire extending into the myometrium'), device expulsion ('left essure wire extending into the myometrium'), pregnancy with contraceptive device ('I also had pregnancy with essure implant years after placement'), autoimmune thyroiditis (''autoimmune disorder: hashimoto's thyroiditis') and metal poisoning ('heavy metal toxicity') in a 29-year-old female patient who had essure (ess205) (batch no. 12269696) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 ((B)(6)1997, (B)(6) 2005) and preterm labor. Concurrent conditions included immunodeficiency, vaginal yeast infection, parasitic infection intestinal, headache, nausea, vomiting, inflammation, dysuria, cervical radiculopathy, numbness, radicular pain, neck strain, shoulder pain, spinal column injury, blurred vision, cystocele, edema, constipation, shortness of breath, disorder speech, myofascial pain syndrome, bacterial vaginosis, flank pain, anxiety, overweight, gallbladder polyp, renal cyst nos, angiomyolipoma, low back pain, swelling nos, dysphagia, irritable bowel syndrome, weakness, bladder prolapse, urinary incontinence, urinary tract infection, burning sensation, internal hemorrhoids, pelvic pain female, insomnia, spinal fusion acquired, ovarian cyst, abdominal pain, hypometabolism and dyspareunia. Concomitant products included adrenal cortical extract, bupropion hydrochloride (wellbutrin), charcoal, activated (charcoal activated), ciprofloxacin, clarithromycin (macrobid), cyanocobalamin, eicosapentaenoic acid;gamolenic acid (omega combination), escitalopram oxalate (lexapro), eszopiclone (lunesta), glutathione, ibuprofen, levothyroxine, liothyronine sodium (cytomel), minerals nos, ondansetron (zofran), rifaximin, temazepam, thyroid (armour thyroid), tramadol hydrochloride (ultram), vaccinium spp. (Cranberry), vitamins nos and zinc sulfate (zinc 220). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced metal poisoning (seriousness criterion medically significant) and allergy to metals ("allergic or hypersensitivity reaction: to heavy metal nickel"). In (B)(6) 2005, the patient experienced autoimmune thyroiditis (seriousness criteria hospitalization, disability and medically significant), tachycardia ("blood or heart disorder/condition: tachycardia"), fatigue ("fatigue"), aphasia ("expressive aphasia"), tremor ("tremors"), depression ("psychological or psychiatric problems: depression"), anxiety ("anxiety"), palmoplantar keratoderma ("rashes or skin conditions: hyperkeratosis of soles of feet"), pain ("pain body aches/ entire body pain") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). In (B)(6) 2006, the patient experienced bladder disorder ("bladder or urinary poblems or changes") and urinary tract disorder ("urinary problems"). In 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced abdominal distension ("gastrointestinal or digestive system condition: severe bloating"), gastrointestinal bacterial overgrowth ("digestive problems including sibo") and gastrointestinal disorder ("leaky gut"). In (B)(6) 2014, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), amnesia ("neurological conditions or problems: memory loss") and uterine infection ("everything was very inflamed, she was going to send my uterus to pathology for testing"). The patient was treated with cystoscopy and surgery (abdominal hysterectomy laparoscopic, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, pregnancy with contraceptive device, autoimmune thyroiditis, metal poisoning, allergy to metals, fatigue, aphasia, tremor, depression, anxiety, palmoplantar keratoderma, pain, arthralgia, weight increased, bladder disorder, urinary tract disorder, abdominal distension, gastrointestinal bacterial overgrowth, gastrointestinal disorder, migraine, vaginal haemorrhage, menorrhagia and uterine infection outcome was unknown and the tachycardia and amnesia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, allergy to metals, amnesia, anxiety, aphasia, arthralgia, autoimmune thyroiditis, bladder disorder, depression, device expulsion, embedded device, fatigue, gastrointestinal bacterial overgrowth, gastrointestinal disorder, menorrhagia, metal poisoning, migraine, pain, palmoplantar keratoderma, pregnancy with contraceptive device, tachycardia, tremor, urinary tract disorder, uterine infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: concomitant products also included: shilajit, oregano, triphala, green algea, keto zinc. It was reported by regulatory authority that she had a serious injury (hospitalization and required intervention) but event was not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2016: device positioned in uterine fundus. Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion (per pfs) impression: bilateral fallopian tubes successfully occluded (per mr);. Pathology test - on (B)(6) 2018: fallopian tubes, left and right: no significant pathological changes, endosalpingiosis. Right fallopian tube with two encapsulated and serous fluid-filled cystic structures adherent to the fimbriae, each measuring roughly 0.5cm in greatest dimension. Uterus and cervix: secretory endometrium. Unremarkable myometrium. Chronic cervicitis. No malignancy. Erythematous endometrium measuring up to 0.2cm thickness. Coiled, silver metallic essure wires (each measuring roughly 3.5cm length) are visible within both left and right cornu, with left essure wire extending into myometrium, just deep to the endomyometrium, and right side extending into the right fallopian tube stump.. Ultrasound doppler - on (B)(6) 2016: bilateral leg edema worsening. Ultrasound abdomen - on (B)(6) 2016: impression: echogenic liver, this can be seen with fatty liver disease or intrinsic liver disease. Stable 3mm polyp within gallbladder. Ultrasound kidney - on (B)(6) 2018: right renal cyst. Ultrasound pelvis - on (B)(6) 2018: impression: small amount of free fluid in the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5078333) on 19-jul-2018. The most recent information was received on 8-aug-2019. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left essure wire extending into the myometrium'), device expulsion ('left essure wire extending into the myometrium'), pregnancy with contraceptive device ('I also had pregnancy with essure implant years after placement'), autoimmune thyroiditis (''autoimmune disorder: hashimoto's thyroiditis') and metal poisoning ('heavy metal toxicity') in a 29-year-old female patient who had essure (ess205) (batch no. 12269696) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 ((B)(6) 1997, (B)(6) 2005) and preterm labor. Concurrent conditions included immunodeficiency, vaginal yeast infection, parasitic infection intestinal, headache, nausea, vomiting, inflammation, dysuria, cervical radiculopathy, numbness, radicular pain, neck strain, shoulder pain, spinal column injury, blurred vision, cystocele, edema, constipation, shortness of breath, disorder speech, myofascial pain syndrome, bacterial vaginosis, flank pain, anxiety, overweight, gallbladder polyp, renal cyst nos, angiomyolipoma, swelling nos, dysphagia, irritable bowel syndrome, weakness, bladder prolapse, urinary incontinence, urinary tract infection, burning sensation, internal hemorrhoids, pelvic pain female, insomnia, spinal fusion acquired, ovarian cyst, abdominal pain, hypometabolism and dyspareunia. Concomitant products included adrenal cortical extract, bupropion hydrochloride (wellbutrin), charcoal, activated (charcoal activated), ciprofloxacin, clarithromycin (macrobin), cyanocobalamin, eicosapentaenoic acid;gamolenic acid (omega combination), escitalopram oxalate (lexapro), eszopiclone (lunesta), glutathione, ibuprofen, levothyroxine, liothyronine sodium (cytomel), minerals nos, ondansetron (zofran), rifaximin, temazepam, thyroid (armour thyroid), tramadol hydrochloride (ultram), vaccinium macrocarpon (cranberry), vitamins nos and zinc sulfate (zinc 220). On (B)(6) 2005, the patient had essure (ess205) inserted. Since (B)(6) 2005, the patient experienced metal poisoning (seriousness criterion medically significant) and allergy to metals ("allergic or hypersensitivity reaction: to heavy metal nickel"). In (B)(6) 2005, the patient experienced autoimmune thyroiditis (seriousness criteria hospitalization, disability and medically significant), tachycardia ("blood or heart disorder/condition: tachycardia"), fatigue ("fatigue"), aphasia ("expressive aphasia"), tremor ("tremors"), depression ("psychological or psychiatric problems: depression"), anxiety ("anxiety"), palmoplantar keratoderma ("rashes or skin conditions: hyperkeratosis of soles of feet"), pain ("pain body aches/ entire body pain") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). In (B)(6) 2006, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary problems"). In 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced abdominal distension ("gastrointestinal or digestive system condition: severe bloating"), gastrointestinal bacterial overgrowth ("digestive problems including sibo") and gastrointestinal disorder ("leaky gut"). In (B)(6) 2014, the patient experienced migraine ("migraines/headaches"). In january 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), amnesia ("neurological conditions or problems: memory loss") and uterine infection ("everything was very inflamed, she was going to send my uterus to pathology for testing"). The patient was treated with cystoscopy and surgery (abdominal hysterectomy laparoscopic, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, pregnancy with contraceptive device, autoimmune thyroiditis, metal poisoning, allergy to metals, fatigue, aphasia, tremor, depression, anxiety, palmoplantar keratoderma, pain, arthralgia, weight increased, bladder disorder, urinary tract disorder, abdominal distension, gastrointestinal bacterial overgrowth, gastrointestinal disorder, migraine, vaginal haemorrhage, menorrhagia and uterine infection outcome was unknown and the tachycardia and amnesia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, allergy to metals, amnesia, anxiety, aphasia, arthralgia, autoimmune thyroiditis, bladder disorder, depression, device expulsion, embedded device, fatigue, gastrointestinal bacterial overgrowth, gastrointestinal disorder, menorrhagia, metal poisoning, migraine, pain, palmoplantar keratoderma, pregnancy with contraceptive device, tachycardia, tremor, urinary tract disorder, uterine infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: concomitant products also included: shilajit, oregano, triphala, green algea, keto zinc. It was reported by regulatory authority that she had a serious injury (hospitalization and required intervention) but event was not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2016: device positioned in uterine fundus. Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion (per pfs) impression: bilateral fallopian tubes successfully occluded (per mr);. Pathology test - on (B)(6) 2018: fallopian tubes, left and right: no significant pathological changes, endosalpingiosis. Right fallopian tube with two encapsulated and serous fluid-filled cystic structures adherent to the fimbriae, each measuring roughly 0.5cm in greatest dimension. Uterus and cervix: secretory endometrium. Unremarkable myometrium. Chronic cervicitis. No malignancy. Erythematous endometrium measuring up to 0.2cm thickness. Coiled, silver metallic essure wires (each measuring roughly 3.5cm length) are visible within both left and right cornu, with left essure wire extending into myometrium, just deep to the endomyometrium, and right side extending into the right fallopian tube stump. Ultrasound doppler - on (B)(6) 2016: bilateral leg edema worsening. Ultrasound abdomen - on (B)(6) 2016: impression: echogenic liver, this can be seen with fatty liver disease or intrinsic liver disease. Stable 3mm polyp within gallbladder. Ultrasound kidney - on (B)(6) 2018: right renal cyst. Ultrasound pelvis - on (B)(6) 2018: impression: small amount of free fluid in the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2019: this report was detected to be a duplicate to record (B)(4) (medwatch 3500a MFR number 2951250-2019-04905, initially received from lawyer on 4-dec-2018) from which all information was transferred to this case (B)(4). Then duplicate record (B)(4) will be deleted. New: reporters (lawyer, akas for patient); patient's age/birth date, height (167cm) weight (68kg), white, medical history (none reported before); concomitant drugs ciprofloxacin, macrobin, lunesta, ibuprofen, vitamins, minerals, zofran, rifaximin, armour thyroid, ultram. Essure start date specified, indication added. New: start date of contraception, metal poisoning, autoimmune thyroiditis and outcome unknown added. New events: embedded device (incident), device expulsion (incident), abdominal distension, allergy to metals, amnesia, anxiety, aphasia, arthralgia, bladder disorder (cystoscopy done), depression, fatigue, gastrointestinal bacterial overgrowth, gastrointestinal disorder, infection, menorrhagia, migraine, pain, palmoplantar keratoderma, tachycardia, tremor, urinary tract disorder, vaginal haemorrhage and weight increased. Removed event: medical device removal- bilateral salpingectomy and hysterectomy added as treatment for both incidents. Tests added (none reported previously). All events were considered related to essure by plaintiff / lawyers incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw5078333) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This retrospective pregnancy case was reported by a consumer and describes the occurrence of medical device removal ("hysterectomy"), pregnancy with contraceptive device ("I also had pregnancy with essure implant 8 years after placement"), autoimmune thyroiditis ("hashimoto's disease"), metal poisoning ("heavy metal toxicity") and autoimmune disorder ("autoimmune disease") in a female patient who had essure (ess205) (batch no. 12269696) inserted. Concomitant products included adrenal cortical extract, amelorad (omega combination), bupropion (wellbutrin), charcoal, activated (charcoal activated), cyanocobalamin (vitamin b12), escitalopram oxalate (lexapro), glutathione, levothyroxine, liothyronine sodium (cytomel), temazepam and vaccinium macrocarpon (cranberry). On an unknown date, the patient started zinc 220 at an unspecified dose and frequency. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criteria hospitalization, disability and medically significant), metal poisoning (seriousness criterion medically significant) and autoimmune disorder (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on 17-apr-2018. At the time of the report, the medical device removal, pregnancy with contraceptive device and autoimmune thyroiditis outcome was unknown and the metal poisoning and autoimmune disorder had not resolved. The pregnancy outcome was reported as elective abortion. The reporter considered autoimmune disorder, autoimmune thyroiditis, medical device removal, metal poisoning and pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: concomitant products includes: shilajit, oregano, triphala, green algea, keto zinc. That she had a serious injury (hospitalization and required intervention) but did not specify it to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.